Event description:
It was reported that upon interrogation, the pulse generator displayed exhibited an error message. Reinterrogation of the device resolved the issue. The device remained implanted. The patient was in good condition.